Event description:
A hospital in (B)(6) reported via our distributor that two mr290v humidification chambers had damaged water feedset tubes and were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected for the reported damage. Chamber one was from lot 1205310105, with the manufacture date of may 31, 2012. Chamber two was from lot 1207120105, with the manufacture date of july 12, 2012. Results: visual inspection revealed in both chambers that there was a break in the water feedset tube where it connects to the chamber dome. The surface of the break was rough. A lot check revealed no other complaints of this nature for the lot numbers provided. Conclusion: the damage appears to be the result of the tube being pulled away from the dome, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).